Manufacturer narrative:
The reported complaint was confirmed. The fsr replaced the yellow level sensor and performed release testing. The unit operated to the manufacturer's specifications. Per the fsr, the end user had discarded the suspect sensor before the fsr could retrieve it and return it to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the yellow level sensor was not working. There was no patient involvement.